Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately compared to another device. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy occurred 1 ½ months prior to contacting lfs. On an unspecified day, the patient stated that she was told by a lab tech that there was a 27% variance between the blood glucose reading obtained with the subject meter compared to the result obtained with the laboratory device. The patient informed the csr that she did not know the test results obtained either with the subject meter or the lab and could not confirm if the reading obtained with the subject meter was higher or lower than the result obtained with the laboratory device. The patient informed the csr that she manages her diabetes with insulin (self adjuster). The patient reported that she adjusted her humalog intake (lowered by 2 units) after consulting with a specialist. It was noted that the patient denied developing symptoms due to the alleged meter inaccuracy. At the time of troubleshooting, the patient informed the ccr that she no longer had the test strips she had used at the time of the meter to lab comparison. Replacement product was sent to the patient. There is no indication that the alleged meter inaccuracy caused and/or contributed to a serious injury. The patient did not develop symptoms or receive medical intervention for a high or low blood glucose excursion due to the alleged meter issue. However, this complaint is being reported, because the subject meter reportedly did not meet lfs' accuracy criteria.

Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.